Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional questions and answers: how far above the dentate line was the device/purse string sutures placed? Unknown. When the device was fired, where was the indicator within the green zone/gap setting scale? Unknown. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Unknown. Were any unexpected noises heard? If so,when? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After closing the device, did the surgeon wait 30 seconds prior to firing? Unknown. Was there any difficulty removing the device from the tissue? Unknown. After firing, did the surgeon wait 20 seconds prior to opening? Unknown. After firing, was the safety re-engaged prior to removal? Unknown. Did the operation change significantly as a result of the device issue? Repair of a 360 degree. Defect at anorectal junction r/t stapler misfire. What is the patients age and sex? (B)(6) female. What degree of hemorrhoids did the patient have? Unknown. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? Unknown. Is a pathology specimen available? Not r/t to this event. What is the current status of the patient? Patient was discharged (B)(6) 2012. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
User facility med watch attached. No ufmw # provided.